Manufacturer narrative:
(B)(4). Batch # 356a66. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 (a) reload was returned with the reload deck damaged. The reload had the swing tab in the locked position, and the proximal 9 drivers up and the remaining drivers were down with staples present. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the right hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.